Manufacturer narrative:
In response to FDA report number: mw5089437. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported, via voluntary medwatch, experiencing the events of left side ¿capsular contracture baker grade IV, sudden onset of swelling, pain, and redness/inflammation¿ and ¿removal of textured implants due to product concern¿ device remains implanted.